Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst comments stated that there was tissue on the helix. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was attempted but was unsuccessful due to tissue in the lead. The lead was removed and a different lead was attempted. This second lead was also unsuccessful due to tissue in the lead during the implantation. The lead was removed and not used. A third lead was tried and was able to be implanted. No patient complications have been reported as a result of this event.